Manufacturer narrative:
The information for this per was provided by stryker orthopaedics legal affairs department. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the legal affairs as it becomes available. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim that allegedly, "the patient received a trident acetabular hip system." It was further alleged that the patient is experiencing, 'loosening' from the system."